Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 500 mg/dl and a correction bolus was delivered to address the high bg. After troubleshooting with tandem technical support, it was discovered that the customer had not changed the time on the pump after daylight savings. The pump was found to be functioning as intended.